Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Although no samples were provided, due to other issues of this nature, it was determined that the cause of the incident was due to user error. The probable root cause of cut tubing is believed to be attributed to mis-loading of the IV set into the space pump. In order to mitigate the risk of this issue re-occurring, education training was provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse primed tubing with pump. Removed to inspect and then placed back in pump. Chemo (paclitaxel) connected and started. Leak was noted from tubing exit site of pump and stopped. A slit at the level of the anti free flow green clamp was noted. Approximately 10 ml of paclitaxel was lost. No injury reported.